Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed the pump supplies to address the issue. Reportedly, the customer was admitted into the emergency room (ER) and was subsequently admitted into the intensive care unit (ICU) with a blood glucose level of 477 mg/dl and reported vomiting and dehydration. Customer attempted to treat the elevated (bg) with manual insulin injection. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Customer was released from the hospital on (B)(6)2023.